Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure the doctor experienced an issue with the jaws of the enseal. It didn't seem to be closing properly. Tissue at distal tip didn't seem to be properly compressed. Resolution: new product was opened and case resumed. Impact: minor oozing, and a three minute delay. The case was completed without further incident. No impact to patient

Manufacturer narrative:
(B)(4). The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate the reported issue of minor oozing. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.